Event description:
End users mother reported that the sip-n-puff for her son's tdxsp-cg power chair is not responding to commands as it should. The mother stated that about 8 weeks ago her son fell down 2 flights of stairs at home due to this issue. He was sent to the hospital for a cat scan, no broken bones from the fall.